Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 21g needle with a stuck guidewire was returned to for analysis. Visual inspection revealed that the needle was coded green and confirmed to be a 21 gage needle supplied with the 80-1060 glidesheath slender kit. The guidewire appeared bent and kinked in multiple places. At the sharp end of the needle, the guidewire was uncoiled as can be seen in the attached pictures. The outer diameter of the guidewire was measured to be 0.511 which is within the dimensional specifications. No further dimensional or functional testing was possible was the wire was unable to dislodged from the needle. IFU states: "do not withdraw the guidewire through the cannula, as shearing of the guidewire may result. If resistance is noted, do not advance or withdraw the mini guidewire until the cause of the resistance is determined". Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that withdrawal of the guidewire through the needle led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the 6fr glidesheath slender malfunctioned. The doctor and user were doing a radial stick today and they gained access to the radial artery with the 21g needle in the kit and proceeded by introducing the .021 wire which is included in the kit as well. Once they were ready to remove the needle to introduce the sheath their needle would not glide off the wire. They tried multiple times to take it off the wire and it never budged. After multiple attempts they had to pull everything out and start over. A second kit was opened and used successfully. There was no patient injury or surgical intervention required, the patient's condition was normal. Additional information was received on july 18, 2019. The patient was reported to be in stable condition.